Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device was found to have a setscrew in the connector bore.

Event description:
It was reported that during a pocket revision procedure, the physician unscrewed the ventricular setscrew until it was disengaged from the header. The physician could not re-engage the setscrew in the header and requested a new device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.